Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the promus element plus mr, ous, 3.5x20mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent the entire stent damaged; struts pulled stretched and misaligned. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a slight hypotube kink 4cm from end of strain relief. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. Visible hardened medium along extrusion. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-may-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mid left circumflex (mlcx) artery. Following a pre-dilation, a 3.50x20mm promus element¿ plus was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damaged.